Manufacturer narrative:
Product event summary: the sheath 4fc12 with lot number 46086 was returned and analyzed. Visual inspection of the sheath showed a shaft kink in two places; kinked 1.55 inches from proximal tip, and 2.46 inches from the proximal tip. Functional testing indicated the deflection mechanism was working, but with difficulty due to the kinks. It was noted that the pull wire was not broken. In conclusion, the sheath failed the return product inspection due to the shaft kinks. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.